Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer gave a manual injection to address bg level. Reportedly, customer reverted to manual injections for insulin therapy and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.